Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to the inability of the lead to sensing or capture properly. This ra lead was replaced with a different model. The physician attempted to remove the lead but was unsuccessful, so the lead was left and capped. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to other or non-product experienced. This ra lead was replaced with a different model. No additional adverse patient effects were reported.